Event description:
It was reported the patient was unable to complete a charging session without the temperature indicator/antenna too hot screen showing. The patient discussed the issue with the manufacturer representative and the patient was given another recharger to try to see if that was the issue. However, the patient continued to receive a temperature indicator/ antenna too hot screen with the new recharger and was never able to complete a charging session. The patient also felt like the battery had ¿shifted out of the pocket.¿ because the temperature indicator showed during every attempt to recharge the implantable neurostimulator (ins) was explanted and replaced on the date of report. The cause of issue was not determined. There were no symptoms or complications associated with the event. The event occurred during normal use. The patient¿s status at the time of this report was alive with no injury. The patient reschedule d the post-operative appointment for (B)(6) 2014. The manufacturer representative would follow-up as to how the patient was doing. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that it was functionally okay with insignificant anomalies. There was no significant anomaly. According to the trace report obtained from the ins, the total recharge count was 37. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2014. The device was recharged for 52 minutes and the battery level remained unchanged at 3.820v.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the manufacturer representative saw the patient for her follow-up and she had good coverage and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their body had rejected their ins, which contributed to the explant and pocket being put in a different location. No further complications were reported or anticipated.